Manufacturer narrative:
UDI - not required until 09/2016. Device manufacturer date - 07/19/2015 through 07/20/2015. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed damaged at the connecting portion of the adapter with a non-terumo brand one use holder confirming the reported complaint. Inspection of the ribs on the hub revealed the hub was partially twisted off with white discoloration. Further inspection of the damaged section revealed no anomalies or defects. A review of the manufacturer inspection record for the past 30 months was conducted with no relevant findings. A review of the complaint files for the past 30 months did not find any other report for similar incident. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Based on the investigation results, it is likely that extra stress was applied when connecting the adapter and broviac central line, causing the one use holder to break. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4)

Event description:
The user facility reported that a portion of the device lodged in the central line. Follow up communication with the user facility confirmed the following information: while drawing blood using a venoject luer adapter from a broviac central line when the rn tried to remove the adapter from the central line, the adapter broke leaving a portion of the adapter lodged in the central line. This has happened twice in the last three weeks. See MDR 9681835-2016-00025 for the first event. Per the attached user facility medwatch report # (B)(4) which was received from the FDA on august 1st, 2016, the event description states the following: "the venoject adapter and bd one-use holder were used to draw blood from a central line. When the rn tried to remove the adapter from the central line, the adaptor broke leaving a portion of the adapter lodged into the central line. Multiple rn's attempted to remove the plastic piece and eventually required the use of hemostats to remove the broken adaptor from the end of the line. The patient safety report also stated that this happened one other time in our clinic in the past three weeks." This report is being submitted as a precautionary measure in follow-up to the user facility medwatch report # (B)(4), even though the criteria for submission of an MDR was not met based on the available information.